Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening curved on anterior, and creases flat. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported the device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; e.3.

Event description:
Patient reported left side deflation. Device remains implanted.